Event description:
The technician reported the bed is not communicating with the nurse call system. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found bent pins on the communication cable. This damage occurs due to abuse or installation error by the account. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.